Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that excision of the transvaginal midurethral sling took place under general anesthesia, due to chronic pelvic pain and recurrent stress urinary incontinence.

Manufacturer narrative:
Corrections to previously filed follow-up #2 report: a1: date of birth correction b5: describe event or problem: incorrect information provided on follow-up #1 - correction d4: lot number correction d6b: explant date correction g3: date received by manufacturer correction h6: health impact codes correction h10: additional manufacturer narrative correction coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that excision of the transvaginal midurethral sling took place under general anesthesia, due to chronic pelvic pain and recurrent stress urinary incontinence.

Manufacturer narrative:
H6 code e2402 applied to capture "suprapubic pressure". Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that in (B)(6) 2017 the patient was experiencing or had experienced altis mesh exposure on the left side, vaginal discharge, spotting, suprapubic pressure, urgency, urge incontinence, and urinary frequency. Excision of vaginal mesh and cystourethroscopy took place under general anesthesia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities and intercourse, emotional pain and injury, urinary incontinence, physical deformity, and the loss of ability to perform sexually.